Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's device was reportedly not explanted. The recipient's device remains in situ and will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to swelling above the implant from an accident. The recipient was reimplanted with another advanced bionics cochlear device.